Event description:
The customer reported that during a lower anterior resection, the device jaws would not release. It is unk if the device was on tissue when this occurred, and if so, how the device was removed from the tissue. There was no injury to the patient. Another device was used to complete the case.

Manufacturer narrative:
Covidien reference number: (B)(4). Date of initial report: (B)(4) 2013. The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.